Event description:
Customer's mother reports that customer's insulin pump was stuck on rewind sequence while attemting a bolus delivery. Customer's blood glucose was 600 mg/dl due to not receiving insulin. While on the call customer's mother was able to rewind insulin pump. Customer's blood glucose at the time of call was 311 mg/dl. After troubleshooting, customer was advised that insulin pump was functioning as designed. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4)